Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 444 mg/dl at the time of incident. Customer stated that the insulin pump act button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing and was able to get the act button to function again after the battery has been changed. Customer also reported to have experienced a high blood glucose of 444 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.